Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (alarm 25). Contact thought that the alarm may have occurred when the infusion set was changed. Blood glucose (bg) was 600 mg/dl and insulin injections were administered to address bg. After changing the infusion set, insulin delivery was resumed.